Event description:
It was reported that two months after implant, the patient fell and the lead had moved. The day prior to the report the patient had her lead repositioned. On the day of the report the patient stated that with movement, she felt a "flash" of pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v970032, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient still had concerns with her device or therapy but had not sought further help though it was noted she had met with a manufacturer representative.